Event description:
It was reported that prior to an unknown procedure, the tip of the probe was broken. One device will be returning.

Manufacturer narrative:
(B)(4). Additional information: the device was received with the blade tip broke off and it was returned. During functional testing on gen11 an alert screen was displayed. The device will stop activating when the blade becomes damaged. The blade was broken and located inside the tube proximal to the tissue pad. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. The analysis concluded that the blade broke due to contact with clamp arm pin. No conclusion could be reached as to what caused the blade to make contact with the clamp arm pin.

Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device or further details are received at a later date, a supplemental medwatch will be sent.